Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy fluid and diarrhea. On the same day as onset, dianeal therapy was withdrawn. The patient did not require hospitalization. The patient was treated with injection vancomycin (intraperitoneally, 2g, once every five days, for 15 days) for peritonitis. At the time of this report, the patient was recovered from the event. No additional information is available.